Event description:
It was reported that the patient experienced a shocking sensation when laying on the side where the implantable neurostimulator was located. The patient was involved in a car accident in (B)(6) 2011 and began experiencing the shocking sensation following the accident. X-rays did not reveal anything remarkable and could not confirm breakage. There was no change in therapy and impedances were within normal limits. The physician offered to perform an investigational revision. The patient outcome was not known.